Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient did not charge the ipg for 6-12 months, and in turn the ipg became inoperable. As a result, the patient may be awaiting surgical intervention.

Manufacturer narrative:
The device was not returned for evaluation.  The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
Follow up information identified the patient underwent ipg explant and replacement on (B)(6) 2019. Postoperatively, effective therapy was restored.